Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The customer reported that he used the ez breathe atomizer after receiving the new replacement package and realized that he swallowed an unidentified object after using the device. After inspecting the device, the customer reported that all components appeared to be intact. The pt refused to seek a medical assessment to determine if he did ingest any components of the atomizer. The pt is a male of an unidentified age with a past medical history that is significant for asthma.